Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager nc 2.5x15, tazuna 3.0x15; guide wire: sion, sion blue; guide cath: terumo 6fr. Al1 st, st01 5fr. Stent: endeavor 3.0x15, 3.0x30. Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and contrast on the shaft, which is consistent with loading a guide wire into the lumen and handling. The tip length was measured and met manufacturing criteria. The stent implant was dislodged from the loosely folded balloon and was not returned. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and accessory device support; and is typically not associated with a product quality deficiency. Ultimately, the failure to advance was likely related to circumstances of the procedure. The stent most likely interacted with the heavily tortuous and moderately calcified lesion during advancement, such that the stent became disrupted on the balloon. Then, upon removal of the device, the stent may have interacted with the tip of the guiding catheter, causing the stent to ultimately dislodge in the vessel. The stent was retrieved by use of a snare device and the procedure was completed with a balloon catheter and another stent delivery system (sds). The failure to cross, stent dislodgement, and removal of the stent via a snare device appear related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the lesion was located in the mid right coronary artery (rca), which was characterized as being heavily tortuous and moderately calcified with 90% stenosis. Pre-dilatation was performed with a voyager nc prior to advancing the xience v stent delivery system (sds) to the lesion. The sds was unable to cross the lesion and was removed. During removal, the stent on the sds dislodged in the rca during interaction with the guiding catheter and had to be retrieved with a snare device. The procedure was completed with a non-abbott balloon catheter and sds. No patient effects were reported. Though requested, no additional information was provided.